Event description:
The patient was implanted with a left ventricular assist device. It was reported that the pump had "abnormal operation". Data log information submitted to the manufacturer noted a pump stop and low flow alarms. X-rays of the percutaneous lead were reviewed which revealed some shield stretching near the connector end bend relief. Manipulation of the driveline elicited speed drops. The patient was asymptomatic. On (B)(6) 2015, a percutaneous lead replacement was performed by the manufacturer's technical services.

Manufacturer narrative:
Weight was not provided. Approximate age of device: 1 year, 1 month. A portion of the percutaneous lead (lead) that was removed during the repair was returned for evaluation. The report of low speed and pump stoppage events was confirmed based on the evaluation of the returned portion of the lead. A section of the lead approximately 11 inches long was received for evaluation. Electrical continuity testing of the lead did not reveal any discontinuities or shorts. Examination of the lead found breakdown of the braided shield adjacent to the metal connector and the terminus of the connector bend relief. Visual inspection of the underlying wires found a breach in the yellow insulation at the metal connector. The majority of the inner conductors had fractured. The adjacent wires appeared unremarkable. If the exposed conductors of the yellow wire contacted the braided shield while the system was operating on the power module, the resulting short to ground would have caused the low speed and pump stoppage events observed on the submitted system controller log file. The observed wire damage appeared to be the result of wear and tear due to repetitive flexing. The manufacturer is closing its file on this event. Placeholder.